Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media failed battery test, no delivery alarm and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer declined to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a broken battery cap. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected low battery alert and failed battery alert or failed battery alarm noted. Also, no excessive no delivery alarm noted during the testing. (B)(4).